Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, lead integrity alert (lia) rv lead integrity alert warning occurred for increased sic and rv lead impedance variation in last 60 days on (B)(4) 2015 rv pace lead impedance was 4047 ohms on (B)(4) 2015. Sic went up to 15 (within 1 day) along with ventricular tachycardia (vt) non sustained and high rate nonsustained episodes and evidence of oversensing during (B)(4) 2015. (B)(4).

Event description:
It was reported that during use the right ventricular (rv) lead exhibited fracture, and high impedance. The rv was explanted and re placed. No patient complications have been reported as a result of this event.